Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller displayed the "replace generator soon" message. The pc app has been updated to the latest version and the message has persisted.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.